Manufacturer narrative:
(B)(4). The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to fill 1, drain 1, fill 2, drain 2 & last fill volumetric exceeded the limits. The assignable cause was determined to be piston foams disintegrated.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Due to a failed test, fill 1 was 844.7ml, drain 1 was 844.9ml, fill 2 was 843.8ml, drain 2 was 843.9ml, and last fill was 366.0ml. The rite volumetric specification is 774.0 - 821.0ml and 330.0 ? 365.0ml for the last fill. There was no patient involvement.